Manufacturer narrative:
(B)(4): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The sheath was not a maquet product. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4). 'Device received unused in original package' was an incorrect code as the device had not been received by the manufacturer at that time of previous submission. The code has been removed.

Event description:
It was reported that on (B)(6) 2017 therapy was initiated with an ami patient. On (B)(6) 2017 alarm¿check iab catheter¿ was generated repeatedly. Customer confirmed that there were no fails with intra-aortic balloon (iab) every time it alarmed and the iab was used continuously. The iab was removed and therapy was ended. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that on (B)(6) 2017 therapy was initiated with an ami patient. On (B)(6) 2017 alarm¿check iab catheter¿ was generated repeatedly. Customer confirmed that there were no fails with intra-aortic balloon (iab) every time it alarmed and the iab was used continuously. The iab was removed and therapy was ended. No patient injury was reported.